Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
The inlay screw was broken. When trying to remove the screw, the thread of the tibia was damaged so that the entire tibia had to be removed. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The inlay screw was broken. When trying to remove the screw, the thread of the tibia was damaged so that the entire tibia had to be removed. [Customer].